Event description:
It was reported that an increase in capture threshold was observed. An x-ray showed that the lead had not moved. The lead was removed due to a capture anomaly. It was noted that sensing and impedance were normal.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.